Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hole eliminator screwed in and through the cup. Nothing broke. Surgeon left the cup in place and was not able to retrieve the hole eliminator. Doe: (B)(6) 2020; right side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot 9477205. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: lot 9477205. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.